Manufacturer narrative:
The service rep cycled power 5 times with fluoro. The service rep was unable to reproduce the problem. Event logs show no issues. Verified system is operating as intended.

Event description:
Customer reported when the system powers up, a communication failure displays when fluoroing. No patient involved.